Event description:
It was reported that during a da vinci cholecystectomy procedure, it was observed that no energy was going to the endowrist one vessel sealer instrument and that it would not seal. On (B)(4) 2015, intuitive surgical inc.,(isi) obtained the following information: the endowrist one vessel sealer instrument did not work during the procedure. There were no error message or beeping from the erbe generator. The instrument would not coagulate or seal. The vessels being worked on was not highly calcified. The surgeon was holding the master grips fully closed throughout the sealing cycle but he also would try to regrasp. The surgeon did not hear the two audible high pitch tones. There was no tissue effect and the system did not give any error messages to indicate that the instrument was not coagulating or sealing. There was bleeding and it was controlled. Customer did not provide information as to how the bleeding was controlled. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument has been evaluated. Failure analysis investigation was able to confirm the customer reported complaint. The instrument was installed on an in-house da vinci system and self check passed. The electrode gap test failed at 0.001 and the gage did not fit through the grips. The required minimum is 0.001. Functional test failed. This is a follow-up MDR report with device evaluation results.

Manufacturer narrative:
The instrument has been returned to intuitive surgical inc. For failure analysis investigation; however, the evaluation has not yet been completed. Therefore, the root cause of the customer reported complaint cannot be determined. A follow-up MDR will be submitted once the investigation is finalized. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, while using the endowrist one vessel sealer instrument, allegedly, the instrument did not have energy/would not seal. If the reported malfunction were to recur, it could cause or contribute to an adverse event.